Event description:
A catheter breach was observed by x-ray. Catheter segment was in the intrathecal space. Drug infused was gabalon (baclofen). A catheter revision was planned.

Manufacturer narrative:
(B)(4).